Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised to address cup loosening. Medical records were rec'd. The revision date was corrected. Additionally info contained in the medical records indicates that suspicious looking tissue was found during surgery consistent with alval. The femoral head was added to the complaint.